Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed signs of physical damage on power entry module. An internal inspection of the cycler found quick connect crimps disconnected from power terminals and in contact with each other causing cycler to short. Pitting was observed on the quick connect crimps where the short was occurring. A known good power entry module was temporarily installed. Plug unit in, power up check passed. No audible alarms or alarm screen were displayed. Voltage test passed. Valve actuation test passed. System air leak test passed. Post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. The device history record did not reveal any issues or problems related to the reported symptom code(s).the cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported that during set up for pd treatment, smoke was seen coming from the back plug of the cycler during power up attempt. The patient was not connected at the time. The display was blank. There was no sound when the ok/stop buttons were pressed. There were no lights. The patient was issued a new cycler. In a follow up, the patient verified there was no harm, intervention or adverse event associated with the event. The patient did get a new cycler. The old cycler is available to return as a sample product.

Event description:
A peritoneal dialysis (pd) patient reported that during set up for pd treatment, smoke was seen coming from the back plug of the cycler during power up attempt. The patient was not connected at the time. The display was blank. There was no sound when the ok/stop buttons were pressed. There were no lights. The patient was issued a new cycler. In a follow up, the patient verified there was no harm, intervention or adverse event associated with the event. The patient did get a new cycler. The old cycler is available to return as a sample product.

Manufacturer narrative:
Corrected information: h.10. Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed signs of physical damage on power entry module. An internal inspection of the cycler found quick connect crimps disconnected from power terminals and in contact with each other causing cycler to short. Pitting was observed on the quick connect crimps where the short was occurring. A known good power entry module was temporarily installed. Plug unit in, power up check passed. No audible alarms or alarm screen were displayed. Voltage test passed. Valve actuation test passed. System air leak test passed. Post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short.

Event description:
A peritoneal dialysis (pd) patient reported that during set up for pd treatment, smoke was seen coming from the back plug of the cycler during power up attempt. The patient was not connected at the time. The display was blank. There was no sound when the ok/stop buttons were pressed. There were no lights. The patient was issued a new cycler. In a follow up, the patient verified there was no harm, intervention or adverse event associated with the event. The patient did get a new cycler. The old cycler is available to return as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during set up for pd treatment, smoke was seen coming from the back plug of the cycler during power up attempt. The patient was not connected at the time. The display was blank. There was no sound when the ok/stop buttons were pressed. There were no lights. The patient was issued a new cycler. In a follow up, the patient verified there was no harm, intervention or adverse event associated with the event. The patient did get a new cycler. The old cycler is available to return as a sample product.